Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance measurements from 80, to 126 and now 140 ohms. Boston scientific technical services (ts) was consulted and discussed further testing options. The field representative noted they enrolled the patient in the remote home monitoring system and will continue to monitor. The rv lead and ICD remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed where the rv high voltage lead was explanted and successfully replaced. The ICD remained in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance for the high voltage rv lead and ICD was between 140 to 157 ohms. Boston scientific technical services (ts) was consulted and discussed options for the physician. Ts noted that the physician could chose to keep monitoring, perform a 41 joule synchronized shock to see the actual impedance or replace the lead. The field representative planned to discuss the options with the physician. At this time there is no indication of further action and the ICD and rv lead remain in service. No adverse patient effects were reported.